Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the cuff was noted. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. Folds were noted in the component, but no leaks were identified. In addition, its kink resistant tubing (krt) passed the visual examination. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were noted upon visual evaluation, and no leaks were identified; however, the component did not pass functional testing as it output pressure was below specifications. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified. Based on the information available and analysis results, the balloon not passing functional examination could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the cuff was noted. All components were removed and replaced. There were no patient complications reported.